Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e433 error message, switching itself on and off in an endless loop. The issue was found during a therapeutic hysteroscopy procedure that was completed with a back-up device. There were no reports of patient harm.